Event description:
It was reported that an ilet pump with serial number (B)(6) generated alert 41 and continued to alarm after multiple restarts, indicating an insulin absolute range error consistent with a device malfunction affecting insulin delivery reliability. Symptoms included risk of unreliable insulin dosing and meal announcements. Outcomes included guidance to cease use, initiate backup therapy, sync data to the mobile app, and shut down the device to avoid further alerts, with expectation for return of the current pump. Investigation included remote troubleshooting and education, verification of addresses for replacement logistics, and planning for data resynchronization, noting that ilet data would not transfer to the replacement and that a full startup would be required. Investigation of this case revealed a persistent alarm condition consistent with an insulin delivery control error within the pump, with no external contributory factors identified during troubleshooting. It was concluded, based on previously established findings for similar reports, that the cause was an unresolved device malfunction in the insulin delivery control subsystem. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.